Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: on opening the device, the surgeon found that they were not closing properly. Another pair was opened as the case had not started.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were noted. The rotation knob functioned without difficulty. The jaws cut the appropriate test media without difficulty. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.